Manufacturer narrative:
Additional information was requested for investigation, but the customer refused to provide the information. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch phone number was provided as (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 248 mg/dl, which repeated as 595 mg/dl. The glucose reagent lot number was 39105101. The reagent expiration date was requested, but not provided.